Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).device received, evaluation pending.

Event description:
It was reported to resmed that an astral device main board would not enable touch screen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board as part of a warranty claim. Based on all available evidence, the investigation determined that the reported complaint was due to a faulty/defective main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device main board would not enable touch screen. The device was not in patient use when the reported event occurred.